Event description:
It was reported that guidewire fracture occurred. A 200cm x 10cm fathom -14 guidewire was selected for use. During the procedure, when entered into the patient's body, it was noted that the guidewire was fractured. Additionally, the guidewire was stuck to the catheter. The device was pulled out and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that guidewire fracture occurred. A 200cm x 10cm fathom -14 guidewire was selected for use. During the procedure, when entered into the patient's body, it was noted that the guidewire was fractured. Additionally, the guidewire was stuck to the catheter. The device was pulled out and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The guidewire was returned, and it was observed that it was peeled at distal and proximal section of the tip and bent at distal tip. No other issues were identified with the device and no patient complications were reported.